Event description:
It was reported that non-sustained lead noise was observed. Review of episodes revealed possible myopotential oversensing. Noise was not reproducible real-time. Programming changes were made. The patient has not had any further episodes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.